Event description:
Ten probes received and reported as not picking up or provided faulty reading. Lot # 125807774, 125082650, 124867323, 123878555, 127631354, 126176415, 126176416, 125428342, 116839702, 125428543. FDA safety report ID # (B)(4).